Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the patient underwent for a removal procedure to remove a broken tfna. The procedure was completed successfully. Patient outcome was unknown. Concomitant devices reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1), unknown tfna locking screw (part# unknown, lot# unknown, quantity 1), unknown tfna end caps (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report involves one (1) unk - screws: locking. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: the received x-rays were reviewed and it can be confirmed that the visible unknown nail is broken apart at a locking hole. Also it can be confirmed that one of the visible locking screws is broken apart. Product was not returned and no article- and lot number was provided. Therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.